Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It is unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for the event. Antibiotic treatment was stopped and the patient recovered from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.